Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that minute ventilation (mv) oversensing was observed. The right ventricular (rv) lead from another manufacturer had a pace impedance measurement of 1400 ohms, which is within standard range. At the time, mv was set to passive and was then programmed off. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.